Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that a patient was receiving 5fu chemo through a cadd pump. The therapy started and it was to run for 46 hours. Sfu therapy ended 3 hours earlier than expected. It is believed that either the chemo bag was not filled all the way or that the cadd pump was pumping the medication at a faster rate than programed (2.2ml/hr). Cadd pump was sent to biomed for troubleshooting. What was the original intended procedure? : infusion of chemotherapy. What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working). No patient injury was reported.

Manufacturer narrative:
Other, other text: additional information was received providing the serial number: updated d4, h4, g5. It was also reported that subsequent to the event, the device was disconnected and was sent to smiths medical., corrected data: d1, d2.